Event description:
My mother started home dialysis in (B)(6) 2017. On monday ((B)(6) 2017) morning when she woke up and went to the bathroom she said she felt short of breath. She said she felt like she was pregnant and it felt like a balloon was deflating in her belly during her last drain cycle. It was the first time she finished dialysis with a negative reading. She detached herself, weighed herself, and was about to call davita here in (B)(6) to talk to them about it when she went into sudden cardiac arrest. I called 911, ems came and worked on her and brought her to the ER at (B)(6) medical center in (B)(6) where they worked on her and ultimately admitted her to the ICU. She had minimal brain activity and was placed in a medically induced coma. When they brought her out of the coma there was no change. She was declared brain dead on thursday ((B)(6) 2017). I still have the baxter homechoicepro machine and the pro card that goes with it. I believe she was experiencing overfill/iipv (increased intraperitoneal volume) which caused the sudden cardiac arrest which ultimately led to her death.